Manufacturer narrative:
These electrodes were removed at bedside. This removal likely was through the burr hole. The electrodes were not removed surgically, as indicated in the electrode directions for use. Percutaneous removal through the burr hole is not in compliance with the device accompanying directions for use. On 05/05/2014, ad-tech medical rec d a copy of the maude event report mw5035491 that (B)(6) submitted to the FDA as reportable incident regarding the percutaneous removal of one of ad-tech's strip electrodes, resulting in some contacts (electrode discs) separating from the electrode strips. Dr. Duncan informed ad-tech of the event and confirmed that the separated discs were accounted for and none were retained according to the skull x-ray. The catalog number and expirations date for the impacted subdural electrodes (ts04r-sp10x-0p1, lot 208140493) listed on maude event report (mw5035491) were incorrect. The catalog number is ts04r-sp10x-0p1 instead of ts04r-sp1-x0p1. The manufacturer date for ts04r-sp10x-0p1, lot 208140493 is 11/2012. As subdural electrodes have a two year shelf life. The expiration date is 11/2014. This MDR reflects the correct catalog number and expiration date of the product. Additionally, mw5035491 indicated that the "device was available for evaluation". (B)(6) confirmed: "the product is not available to be shipped back to the manufacturer."

Event description:
Two neurosurgeons removed 8 strip electrodes at bedside and noted that in 2 of the 8 strip electrodes some electrode discs separated from the electrode strips as they were being pulled through the skin. This is an unexpected occurrence. The other 6 electrodes were removed in the usual fashion without any problems and were intact. The separated discs were accounted for and there was no injury to the patient. A skull x-ray was done after the procedure which confirmed that there were no retained.